Manufacturer narrative:
Per additional information received, the customer reports the leaking was at the connection of the catheter and hub. It was just below the hub where the catheter was joined. Chlorhexidine 2-1 aqueous solution was used to clean the area prior to insertion. The area was completely dried prior to insertion. The catheter was not difficult to handle during insertion. It was not difficult to secure and it was secured with duoderm, stress loop on catheter, and tegaderm for securement. It was inserted (B)(6) 2016 and was inserted in the umbilicus. It was continuous use. Alcohol was used to clean the device. The catheter tubing was not being cleaned. The PICC was removed on (B)(6) 2016. The patient is stable and remains on parenteral nutrition. The sample is available for evaluation.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a uvc catheter. The customer reports the catheter was inserted on (B)(6) 2016 at 2120. No issues noted at insertion. Routine line care was followed throughout catheter dwell time. It was noted to be leaking through a crack on (B)(6) 2016 in the evening hours. The catheter was discontinued with tip intact, and PICC line was placed for continued IV nutrition. There was no medical intervention required.